Manufacturer narrative:
Submit date: 04/06/2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2016 the customer states the unit has a failing battery. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wire and burn marks. The unit was sent to the failure investigations department.

Manufacturer narrative:
Submit date: 05/03/2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; service findings of a damaged power cord with exposed copper wire and burn marks. Therefore, this report will be based on information provided by the technical center. The 700 series scd was evaluated and the customer reported issue was confirmed; the power cord had damaged green and black wires showing copper wire. The cause of the reported condition for the damaged power cord is due to customer handling. The damaged power cord was replaced and scrapped to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed; 700 series scd was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.